Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 18.03.2025 12:58:04 cst pli# 10 product ID# 3708160 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found that there was damaged packaging, tyvek seal was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) component. It was reported the extension package cracked and the extension lost the sterile seal. This was prior to use, and there was no patient involvement and the device was never implanted. The cause is unknown, but the rep indicated the device would be returned for analysis and that the rep would submit any new information that becomes available. On (B)(6) 2025 the rep noted the extension was mailed for return and provided tracking information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.